Event description:
It was reported the during an initial procedure that occurred on (B)(6) 2014 to implant a bifurcated device there were complications that required the physician to convert the patient to an open procedure. The patient presented with a 5.6 centimeter abdominal aortic aneurysm. The patient also had bilateral iliac bare metal stents which were offset at the bifurcation. The left iliac stent was below the bifurcation and the right iliac stent was sticking up into the distal aorta. The patient also had a stent in the right renal artery. It was noted that the patient had a history of renal insufficiency. During the procedure, the left limb of the bifurcated device would not advance into the left iliac when the physician attempted to pull the graft down. The physician attempted angioplasty by deploying an 8x4 balloon but was unsuccessful. A sheath was placed over the contralateral limb wire up to the bifurcation and the bifurcated graft was then pulled down to the sheath but it would not come down. At that point the physician decided to convert the patient to an open procedure. The patient remained stable during the conversion with his blood pressure dropping a couple of times but the patient still maintained good aortic pressure. The graft was removed with no issues but it was visualized that the contralateral limb wire had passed through the very top medial section of the existing bare metal iliac stent on the right side. During the open procedure, a new graft was sewn in from the infrarenal aorta to both femoral arteries. The patient was successfully closed and transported to ICU on a ventilator. The patient was extubated and holding his own on 11/26/2014. Additional note: the clinical support specialist called on (B)(6) 2014 to report that the patient had expired just after (B)(6).

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device was discarded at the hospital.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: there were suboptimal medical documentation and imaging studies available for this review. Product use was incongruent with the IFU due to the bilateral iliac artery diameters of less than 10 mm. Cautionary product use that might have contributed to this event included the pre-existing iliac stents. At the implant procedure, there was evidence of a difficult deployment of the bifurcated stent. The one operative image supported a possibility that the wire had gone through the top of the right iliac bare metal strut. The superior margin of the right iliac stent appeared to have been situated within the distal aortic sac, which might have further contributed to the mal-positioned wire. The patient underwent a successful explant and conversion; bilateral fasciotomies were performed for sustained bilateral leg ischemia. A 1900 ml blood loss resulted in complications of hepatic and renal failure. The death occurred on the third post-operative day after they were placed on comfort care. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the exact root cause could not be determined based upon available information.